Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, alarmed? Air in line". It was reported the device also had damaged front and rear cases, a broken door and scratched lens.

Manufacturer narrative:
Device evaluation: one cadd legacy 1, mdl 6400 was returned for analysis in used condition. Visual inspection showed the pump had a damaged housing. Functional testing could not be performed due to air in the line, when a fluid filled cassette was attached to the pump the device alarmed. The investigation determined the air detector was the cause of the reported air in line alarm. The front and rear housing, which included the screen, and battery door were replaced. Based on evidence and investigation, the complaint allegation was confirmed.